Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine procedure to replace a pacemaker. During the procedure, interrogation of the device for operation mode change revealed the device was in backup vvi mode and at the elective replacement indicator (eri). The device could not be restored since it was at eri. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The implant date should have been (B)(6) 2008 instead of (B)(6) 2010.